Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 22-jul-2020 (B)(4) (con, for): information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was charging for three to four hours, and recharging was taking too long to charge. Prior to (B)(6) 2020 it was not taking three to four hours, it was taking one hour. They replaced the recharger in (B)(6). It was noted that this was not unusual to now charge three to four hours as the patient's implant was coming up for replacement. She was advised to contact the healthcare professional (hcp) but due to covid-19, things were on hold and the patient's doctor said to hold tight. It was noted that the patient's implant battery being from (B)(6) 2014 have led or contributed to the issue; however, the ins battery has a nine year service life. The patient had rechargers replaced in the past but could not provide serial numbers. The patient was advised to follow-up with the hcp. The issue was not resolved as of (B)(6) 2020. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use.